Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2009. After the procedure, the surgeon was only able to remove 25 out of the 30 ccs from the catheter. There was a hole in the balloon. There was no adverse pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.